Event description:
It has been reported to philips that the system could not emit x-ray. It is suspected that the footswitch was not correctly connected. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: device problem, evaluation results and concluson codes were corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the user had not turned the wireless footswitch on and could therefore not use it for x-ray. The wireless footswitch was turned on and could be used. There was no system malfunction. Corrected data: updated codes based on investigation.